Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to t-wave oversensing. The patient was asymptomatic. Programming changes and further testing were recommended. No further information is available at this time.